Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, a non-penumbra revascularization device, and a guidewire. During the procedure, the physician made two passes with the devices before removing the jet7 for flushing. While flushing the jet7 on the back table, the distal tip expanded. Therefore, the jet7 was no longer used in the procedure. The procedure was completed by using a penumbra system ace 68 reperfusion catheter (ace68), the same microcatheter, a stent retriever, and the same neuron max to made three additional passes. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: bends were present along the length of the jet7. The device was kinked approximately 66.0 cm from the hub. The jet7 was stretched from approximately 122.0 ¿ 133.5 cm from the hub. The total length of the jet7 was 134.5 cm. Conclusions: evaluation of the returned jet7 revealed stretching on the distal shaft. This type of damage typically occurs if the device is forcefully manipulated against resistance. The jet7 was unable to advance through a demonstration neuron max due to the damage on the distal shaft. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation revealed a kink on the midshaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.